Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set it was difficult/unable to pierce through stopper. The following information was provided by the initial reporter. The customer stated: "the needle is not puncturing through the tube." Customer had to increase significant pressure in order to puncture them in recent weeks when using product 367344, lot 2251466.

Manufacturer narrative:
Annex b: b21; annex c: c21; annex d: d16. Annex a: aa0404, a0801, a1801, a040506; annex g: g04088, g04090, g02017, g04067, g04037, g0204002; annex b: b01; annex c: c07, c1302, c0601, c070606; annex d: d15, d02. H3 other text : see manufacturer narrative.

Event description:
It was reported when using the bd vacutainer® push button blood collection set it was difficult/unable to pierce through stopper. The following information was provided by the initial reporter. The customer stated: "the needle is not puncturing through the tube." Customer had to increase significant pressure in order to puncture them in recent weeks when using product 367344, lot 2251466.